Event description:
It was reported to philips the device does not allow charging of its battery. There was no patient involvement.

Manufacturer narrative:
The philips bench technician evaluated the device. It was determined that this was a malfunction of the ac power module which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ac power module. The reported problem was confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device doesn't work. There was no reported patient involvement. Additional details have been requested.